Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, after inserting the 2.7mm cortical screw at the diaphysis for a temporal fixation and two va locking screws into the distal holes, the surgeon removed the two locking to adjust the position of a plate after viewing the x-ray. While the surgeon was re-inserting the va locking screw, he found ring-shaped metal fragment on the screw. The surgeon replaced the screw with another screw.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no complaint related issues were found. (B)(4): placeholder.